Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the craniotome neuro-tip was bent/damaged and the device generated heat and had a bearing damage. It was further determined that the device had a cosmetic damage ¿ worn, and the components had corrosion/rusting/pitting. It was observed that the labeling was damaged. It was further determined that the device failed pretest for visual assessment, labeling assessment, temperature verifications and vibration assessment. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.